Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 1 malfunction events. It was reported that a hair was found inside a floseal syringe. This occurred during an unspecified procedure. This event involved a patient with no patient consequences. No additional information is available.

Manufacturer narrative:
Additional information: one single-use device was received for evaluation. Visual inspection was performed on the actual sample via the naked eye. The sample was returned in a plastic bag with one mixing syringe and three tracking stickers for this lot. The reported issue was verified, as a strand of hair was observed between the plunger stem and the syringe barrel. The cause of the condition was determined to related to a manufacturing issue. A batch review was performed and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.